Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code 46228 and device powers off when shaken. This issue occurred during testing.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a worn and dented (uso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective battery compartment and printed circuit board (pcb) board. The downstream/upstream occlusion seal and printed circuit board (pcb) board were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.